Manufacturer narrative:
(B)(4). This event occurred in (B)(6). - (B)(4).

Event description:
The customer received questionable results over a period of time for multiple assays from four cobas 8000 core units. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. A pre-analytic issue was suspected. Refer to the medwatch patient identifiers (B)(6) for the four analyzers involved.

Manufacturer narrative:
The customer has had no further issues since (B)(6) 2017.

Manufacturer narrative:
During the service visit on the cobas 8000 e 801 module serial number 1610-01 used with the cobs 8000 core unit, the gear pump was high, and the "l-line" was out of alignment. The fse performed all of the necessary adjustments and determined the system was in good condition.

Manufacturer narrative:
During an on-site visit, trace files of the affected samples were investigated and it was observed that the affected samples contained bubbles and fibrin. The overall condition of the c 8000 was "very good and remarkably clean". Samples that were processed and centrifuged by the c 8000 had no issues. Adjustments were made to optimize the performance and the c 8000 was checked for misalignments. The c 8000 was found to be operating according to specifications. No issues could be found and all adjustments were acceptable. The investigation was unable to find a definitive root cause.